Event description:
The customer reported that the t: slim x2 pump battery was not charging, and a power source alert occurred around the time of the issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using a non-tandem wall adapter with the tandem charging cable to charge the pump. Tandem technical support informed the customer that using third-party charging supplies is not recommended, except for troubleshooting, and arranged to send a replacement tandem wall adapter via two-day shipping. No further assistance was required as the pump began charging successfully.